Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the device was oversized. A left atrial appendage (laa) closure procedure was being performed. A non-boston scientific (bsc) closure device was attempted first but was unsuccessful. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were then selected to be used at the advice of the non-bsc clinical. No watchman clinical was present or aware of this procedure. The procedure was successfully completed with the closure device implanted in the laa of the patient. The closure device was reportedly oversized and the physician plans to surgically remove the device from the patient. There were no patient complications that were reported to have occurred.